Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: stent migration requiring surgical intervention. Device issue: stent migration. It was reported that the pt presented with dyspnea. A 2.5 x 8 mm promus stent was placed in the circumflex at 14 atm. A post angiogram was performed and another lesion was noted down distally, so another company's 2.25 x 8 mm stent was deployed at 14 atm. A post angiogram was performed and post pictures were taken. While injecting the dye, it was noticed that both stents had migrated back to the left main artery. Devices including the guide wire, guide catheter, and everything else were left in pt to be removed by the surgeon. The surgeon removed the stents successfully. No additional event or pt info is available.